Manufacturer narrative:
(B)(4). Additional lot # 93794hn00, manufacture date: 10/8/10. Expiration date: 9/15/11. Continued from concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer continues to observe an overall increase in architect havab-m (B)(6) results when havab-m reagent lots 91765hn00 and 93794hn00 were in use. The customer stated they average 2-3 (B)(6) results a day, therefore the customer was sending all (B)(6) samples out to a reference lab for confirmation testing. Through troubleshooting, the customer instrument logs were reviewed and it was determined the architect generated numerous error code 3350 messages (unable to process test, aspiration error). The sample and r1 pipettors and tubing required replacement and calibration, and the customer agreed to address the issue. The customer provided an example of the (B)(6) patient result as follows: (B)(6). Repeat result: data not provided by customer. The patient sample was sent for confirmation testing at reference lab and a (B)(6) result was generated (no value provided by customer). There was no impact to patient management.